Manufacturer narrative:
The lot number of the subject device was provided. The reporter also noted that the patient was doing well and had recovered.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece. An open procedure was competed to remove the needle tip from the patient. There were no patient complications.